Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced stomach pain during an unknow process step of pd therapy. Subsequently, the patient was admitted to the hospital and was scheduled for an unknown surgery "later that evening". At the time of this report, the patient outcome and action taken with pd were not reported. The reporter declined to provide additional information.